Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the device and found the internal battery was faulty. The se recommend replacing the internal battery to resolve the problem.

Event description:
It was reported that a ventilator battery was not charging. There was no patient involvement.